Event description:
While surgeon was trying to use the endostitch, the needle wouldn't stay secured in the device, and the surgeon was unable to toggle. The device was removed from the field and replaced with a new device. The procedure was completed as planned with no harm to the patient. Manufacturer response for endoscopic tissue approximation device, endo stitch (per site reporter). The device will be returned for failure analysis. Any further correspondence will be shared.